Event description:
Additional information as received that this device was explanted for battery depletion with a previous battery anomaly reported. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a normal device interrogation, this device displayed variable longevity. At the initial interrogation, less than 6 months was noted as the battery status. However, a follow up interrogation shortly after revealed a status of greater than 2 years remaining. No changes or adverse patient effects were made or reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial analysis noted the device did pass initial labeled longevity calculation, however it was noted upon review of device memory longevity changes occurred that were due to the small fluctuations in lead impedance measurements and/or the bin mismatch between the programmer and the device when the calculated current is near a bin boundary. The device behavior is consistent with other devices that are bin hopping during follow-up testing.

Manufacturer narrative:
This device will be returned and analyzed. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.